Manufacturer narrative:
If implanted, give date: not applicable, there is no indication the lens was implanted. If explanted, give date: not applicable, there is no indication the lens was implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens(iol) had broken haptic. There was patient contact and the lens was discarded. No further information available.